Manufacturer narrative:
Additional suspect medical device components involved in the event: model #:  sc-2218-70 serial #: (B)(4), description:linear st lead, 70cm

Event description:
A report was received that the patient felt more pain when he has the stimulation. The patient will undergo an explant procedure.

Event description:
A report was received that the patient felt more pain when he has the stimulation. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. Device malfunction was not suspected. The device did not cause the worsening of pain. The explanted devices were not returned to bsn as they were discarded by the medical facility.